Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient¿s mother that the needle did not deploy when the pod was activated, indicating a needle mechanism failure. Reportedly, the pod was attempted to be applied by a nurse at the patient¿s school. The pod was not worn. No impact on the patient¿s blood glucose levels was reported.